Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 33 year-old female patient who had essure inserted (lot no. 50741327). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In july 2014 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), myalgia ("muscle pain"), heavy menstrual bleeding ("haemorrhagic periods"), intermenstrual bleeding ("vaginal bleeding between periods"), vaginal discharge ("vaginal discharge"), feeling cold ("significant chilliness"), tremor ("trembling"), chills ("shivering"), loss of libido ("loss of libido"), vaginal cyst ("fibroids and vaginal cysts"), breast swelling ("swollen and tense breasts"), breast discomfort ("swollen and tense breasts"), abdominal distension ("abdominal swelling / bloating"), disturbance in attention ("problems with concentration and memory"), memory impairment ("problems with concentration and memory"), hyperhidrosis ("excessive sweating"), limb discomfort ("feeling of heavy legs"), feeling hot ("suddenly very hot"), presyncope ("vagal discomfort"), tooth disorder ("dental problems"), loose tooth ("tooth loosening"), gingivitis ("gingivitis"), hyperaesthesia teeth ("sensitivity and mobility of teeth"), tooth dislocation ("sensitivity and mobility of teeth"), tooth fracture ("tooth that breaks or diesfor no reason"), alopecia ("significant and abnormal hair loss"), dry skin ("dry skin"), pruritus ("itching skin"), erythema ("redness skin"), acne ("white pimples"), back pain ("lower back pain") and musculoskeletal pain ("joint and muscle pain"). Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. The patient was treated with surgery (essure removal total hysterectomy, laparoscopic bilateral salpingectomy. Schedule to (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, acne, alopecia, back pain, breast discomfort, breast swelling, chills, disturbance in attention, dry skin, erythema, fatigue, feeling cold, feeling hot, gingivitis, heavy menstrual bleeding, hyperaesthesia teeth, hyperhidrosis, intermenstrual bleeding, limb discomfort, loose tooth, loss of libido, memory impairment, musculoskeletal pain, myalgia, pelvic pain, presyncope, pruritus, sleep disorder, tooth dislocation, tooth disorder, tooth fracture, tremor, vaginal cyst and vaginal discharge to be related to essure administration. The reporter commented: for several years I have accumulated various symptoms due to essures implants, I will have the essures implants ess305, batch 50741327 removed via total hysterectomy, laparoscopic bilateral salpingectomy on monday 26 december 2022, at the private hospital in the gynaecological surgery department. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. Lot number: 50741327 manufacture date: 2013-06 expiration date: 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)). This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 33 year-old female patient who had essure inserted (lot no. 50741327). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), myalgia ("muscle pain"), heavy menstrual bleeding ("haemorrhagic periods"), intermenstrual bleeding ("vaginal bleeding between periods"), vaginal discharge ("vaginal discharge"), feeling cold ("significant chilliness"), tremor ("trembling"), chills ("shivering"), loss of libido ("loss of libido"), vaginal cyst ("fibroids and vaginal cysts"), breast swelling ("swollen and tense breasts"), breast discomfort ("swollen and tense breasts"), abdominal distension ("abdominal swelling / bloating"), disturbance in attention ("problems with concentration and memory"), memory impairment ("problems with concentration and memory"), hyperhidrosis ("excessive sweating"), limb discomfort ("feeling of heavy legs"), feeling hot ("suddenlyvery hot"), presyncope ("vagal discomfort"), tooth disorder ("dental problems"), tooth loss ("tooth loosening"), gingivitis ("gingivitis"), hyperaesthesia teeth ("sensitivity and mobility of teeth"), tooth dislocation ("sensitivity and mobility of teeth"), tooth fracture ("tooth that breaks or diesfor no reason"), alopecia ("significant and abnormal hair loss"), dry skin ("dry skin"), pruritus ("itching skin"), erythema ("redness skin"), acne ("white pimples"), back pain ("lower back pain") and musculoskeletal pain ("joint and muscle pain"). Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. The patient was treated with surgery (essure removal total hysterectomy, laparoscopic bilateral salpingectomy.schedule to (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, acne, alopecia, back pain, breast discomfort, breast swelling, chills, disturbance in attention, dry skin, erythema, fatigue, feeling cold, feeling hot, gingivitis, heavy menstrual bleeding, hyperaesthesia teeth, hyperhidrosis, intermenstrual bleeding, limb discomfort, loss of libido, memory impairment, musculoskeletal pain, myalgia, pelvic pain, presyncope, pruritus, sleep disorder, tooth dislocation, tooth disorder, tooth fracture, tooth loss, tremor, vaginal cyst and vaginal discharge to be related to essure administration. The reporter commented: for several years I have accumulated various symptoms due to essures implants, I will have the essures implants ess305, batch 50741327 removed via total hysterectomy, laparoscopic bilateral salpingectomy on monday (B)(6) 2022, at the private hospital in the gynaecological surgery department. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.